Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during explant of the old device, the physician disconnected this right atrial (ra) lead from the atrial port of the old device resulting to the separation of the terminal pin from the insulation and the conductor was unraveled. It was reported that this lead has not been used for quite some time as the patient is programmed vvir. This lead was surgically abandoned. No adverse patient effects were reported.